Manufacturer narrative:
The device was not returned for evaluation as it was discarded by at the site; however, per report, there was allegation of a device malfunction. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. In this case, as noted in the report, the patient¿s history of steroid use was believed to have contributed to the fragile state of the aorta and subsequent dissection. There is no indication this event was a result of a dysfunction of the ascendra 3 sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by the edwards clinical specialist, at the end of a transaortic tavr procedure, upon removal of the 26f sheath with rapid pacing, an aortic dissection was noted beginning at the site of the sheath insertion and extending distally down the aorta. Per report, the purse string sutures had been pulled closed and additional sutures had been placed in an attempt to control the bleeding from the sheath site. The bleeding could not be controlled and the patient became hypotensive. Volume was given and the patient was immediately placed on cardiopulmonary bypass. The sternotomy was extended and the ascending aorta was grafted with a 30mm dacron graft. The patient was given constant volume and levophed throughout this portion of the case. Once the grafting was completed, the sternotomy was closed and the patient was transferred to the ICU. On pod4 the patient was still alive but possibly experiencing renal failure. The patient expired on pod7 as a result of the aortic dissection and full sternotomy. The event was attributed to the patient¿s history of steroid use which had contributed to the fragile state of the aorta.

Manufacturer narrative:
(B)(4).